Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation. Patient wanted to turned her stimulation back on. Patient said she went to the hospital a week ago for a reason not related to the device and had a CT scan and when she got back from the hospital, she was having more and more flooding, each night. Patient turned her stimulation off yesterday. Patient said when she has a CT scan she always has a reaction, but in all the years she has had the device, she has never had this reaction. Patient saw the healthcare provider who said her kidneys are okay. No further complications were reported.

Manufacturer narrative:
B2: urinary retention medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the patient called back asking for assistance increasing amplitude, because 'it's not working high enough', meaning that she was not urinating enough and only urinating once at night. The patient was in a nursing facility and had someone there assisting her with her patient programmer. Upon trying to increase amplitude, the caller encountered the screen indicating that therapy needed to be turned on. Patient services discussed that the therapy was off, which was likely why the patient was having urinary issues. They discussed the possibility that the patient never actually turned the therapy back on again successfully during her last call, as she has poor eye sight and has difficulty making out screen icons. The patient also mentioned that she was not feeling stim sensation. Patient services reviewed how to turn therapy back on again. No further complications were reported at this time.